Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter would not irrigate. Pentaray is always connected to a pressurized flush bag. When re-inserting back into the sheath, they manually flushed and observed drips at the base of pentaray splines. They attempted to manually flush with syringe when pressurized flush bag failed. The device was used with a saline bag with heparin. The catheter was replaced, and the case continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed, and no issues were observed. A manufacturing record evaluation was performed for the finished device 31191726l number, and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter would not irrigate. Pentaray is always connected to a pressurized flush bag. When re-inserting back into the sheath, they manually flushed and observed drips at the base of pentaray splines. They attempted to manually flush with syringe when pressurized flush bag failed. The device was used with a saline bag with heparin. The catheter was replaced and the case continued. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).